Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance that led to a lead safety switch (lss). Also, there were inappropriately stored ventricular and signal artifact monitor (sam) episodes as there was oversensing of noisy signals. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance that led to a lead safety switch (lss). Also, there were inappropriately stored ventricular and signal artifact monitor (sam) episodes as there was oversensing of noisy signals. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance that led to a lead safety switch (lss). Also, there were inappropriately stored ventricular and signal artifact monitor (sam) episodes as there was oversensing of noisy signals. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.